Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set leakage occurred approximately 150 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: leaking.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of maxzero sets leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mz5309 lot number 22099132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd maxzero¿ extension set leakage occurred approximately 150 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: leaking.